Manufacturer narrative:
The device was returned to olympus for inspection and the reported allegation was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had corrosion under one of the lenses. The event occurred during the maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide correction of the investigation finding. Updated fields: d8, h2, h6, h11. In addition, the following reportable malfunction was identified during the device evaluation: control unit is dirty a root cause could not be identified. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.